Manufacturer narrative:
Concomitant products: product ID 8703w, lot # j94150782, implanted: (B)(6) 1995, explanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was reported that there had been some ¿downfalls.¿ six months after a pump replacement, the patient went through withdrawal. It was found that there were little holes in the tubing inside the pump. The patient went through 8 months of ¿that hell.¿ it was noted that the pump had ¿given her life back¿. Before the pump, the patient was bedridden and currently the patient could walk. The drug(s) at the time of the event were not reported. However, at the time of the report, the device contained morphine. Additional information was requested but was not available at the time of this report. Please see manufacturer report # 6000030-2014-00002 for information regarding the pump replacement.